Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a cystectomy/ileal conduit. Upon the second fire, the surgeon attempted to approach to the tissue with idrive; however, the jaws did not open with pressing the open button. Replaced by new sulu, the device worked fine. No injury. Nothing fell into the cavity. No bleeding.